Manufacturer narrative:
Evaluation summary: visual examination of the drill bit shows damage to the drill tip consistent with the report of the drill becoming stuck. The fracture surface reveals a brittle fast-fracture surface consistent with the described event. The drill shows no signs of corrosion or dulling. Broken drill bits can occur for many reasons: torque overload from drill in combination with a stuck bit; torque overload from incorrect drill setting; use of the drill without a drill guide, leading to a stuck bit condition; drill bit damaged prior to use. It is not known if the appropriate surgical procedure was followed, specifically, if a drill guide was used. The most probable cause for the fractured bit is a stuck condition as reported and simple torque overload as a result. The drill bits are specifically designed to be the fusible link in this system. However, a definitive cause for the drill fracture cannot be determined based on the information provided. This is not considered a design related issue. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the drill became stuck and broke in half upon retrieving.